Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Scanning electron microscopy analysis suggests that the fracture may be attributed to ductile overload. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. Pre-dilatation was performed and a stent was implanted successfully. During removal of the balance middleweight elite guide wire, it was noted that the device unintentionally moved into a lateral branch. The guide wire could not be removed as it was blocked. A non-abbott catheter was advanced and nitroglycerine was injected to successfully dilate the artery. The guide wire was then removed further, but became stuck with the implanted stent. The guide wire was removed; however, the distal end of the guide wire separated in the anatomy and a snare device was used to retrieve the separated portion. Intravascular ultrasound (ivus) was performed which confirmed that the stent was successfully implanted and the guide wire was removed successfully. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.